Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. Cs000dz, b94871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and abortion. Concurrent conditions included obesity (bmi: 39.931), adenomyosis and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: current weight 246 lbs. Insertion date: right side: (B)(6) 2014, left side: (B)(6) 2014 trailing coil: right-3, left- 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Lot number:b94871 manufacture date:2013-11-15 expiration date:2016-11-30 lot number:cs000dz manufacture date:2014-02 expiration date:2016-08-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. Cs000dz, b94871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and abortion. Concurrent conditions included obesity (bmi: 39.931), adenomyosis and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: current weight (B)(6). Insertion date: right side: (B)(6) 2014, left side: (B)(6) 2014 trailing coil: right-3, left- 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Lot number:b94871, manufacture date:2013-11-15, expiration date:2016-11-30. Lot number:cs000dz, manufacture date:2014-03, expiration date:2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2021: mr received. Case became serious incident as essure was removed. Reporters, lab data, medical history, concomitant drug and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.